Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 160 mg/dl. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.